Event description:
Healthcare professional reported that two days after injection in the glabella with juvederm ultra plus xc, the pt experienced a vascular occlusion and "an infection with some puss leakage" pt was referred to a plastic surgeon and was treated with vitrase, nitro paste, cephalexin, aspirin, clindamycin, and mupirocin. Healthcare professional reported that the pt "looks great, almost resolved, with mild hyperpigmentation."

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of vascular occlusion, infection, leakage and hyperpigmentation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.